Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent malfunction alarms occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 260 mg/dl due to consuming carbohydrates, which was addressed with correction bolus. During troubleshooting with tandem technical support, the malfunction alarm was successfully cleared.